Manufacturer narrative:
The complaint allegation was not confirmed. The reported incidence could not be repeated. One unpackaged abs-10060 batch gb4143 was received for investigation. Upon visual inspection it was found scratches on the back of the housing. Functional testing results: sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The disposable was loaded onto the console without issue. The device reported outputs of 24 ml platelet-poor plasma (ppp), 33 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 3.8 ml. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidence could not be repeated. After the completion of the case, the operator power cycled the console and attempted to load two more disposables onto the console. The first disposable (lot 2020100344) could not be loaded without manual manipulation of the valve selector on the disposable, but no error message was prompted. The second disposable was the same lot as the original (lot 2023120149) was loaded without issue. Based on these findings, most likely what occurred is that the user¿s disposable did not align perfectly with the valve selector on the console. In attempting to force the disposable to fit into place, the user may have manually rotated the valve selector on the console unknowingly, triggering the reported error message. The manual adjustments at the beginning of the cycle could have contributed to the misalignment with the prp syringe at the end of the cycle.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/05/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel prp system is not lining up correctly. "When you go to turn it on and the dials line up, the black dial in the center is not completely perpendicular - doesn't line up when using. Causing issues when spinning and the prp syringe preset manipulation that has to be done every time. Rep says when you turn it on, it'll prompt to the setting they are having issues with and it doesn't line up, has to be manually adjusted every time. Discovered during a case, had to dump prp into the pp and attempt multiple times to reset, angel never did reset. No harm to the patient, just didn't get the full prp when in the case." This occurred during use in a case with no patient effect.